Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the pump performed rewind, load, and prime appropriately. The pump was exercised for 29 hours without alarms. No defects were found related to the complaint. Unrelated to the complaint, the display ws found to be dim with a red tint.

Event description:
A family member reported that the pump's prime volume was smaller than usual. The family member confirmed that drops came from the end of tubing during prime. Customer support advised the patient that the pump may have primed the tubing during load step contributing to the small prime volume.

Manufacturer narrative:
(B)(6). Recall 2531779-03/24/2010-003-r. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.